Event description:
A confirmed motor stall and tube set message appeared in the pump logs. The pump contained fentanyl 1000 mcg/ml, sufentanil 70 mcg/ml, bupivacaine 30 mg/ml, and baclofen 400 mcg/ml. It was later reported there were multiple stalls and recoveries noted in the pump logs. The most recent stall occurred (B)(6) 2012 at 0706 and no stall recovery recorded as of (B)(6) 2012. The pump was last programmed on (B)(6) 2012 and the motor stall message was present on status and after pump update. The patient reported hearing the alarm sound every hour. The patient experienced a therapy problem and was "miserable." The specific symptoms were reported as loss of efficacy. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that the patient experienced withdrawal. It was uncertain when this had occurred or what the specific symptoms were. The pump was replaced and patient looked better after surgery than before.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly and corrosion. Returned for analysis was the 8578 catheter that revealed no significant anomaly; acceptable testing. Coring/tears/cuts in the sutureless connector (sc) seal were observed, however no catheter leaks were seen during analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, lot# j0177968r, implanted: (B)(6) 2001, explanted: unk. Product typ accessory model 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).